Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 200 mg/dl to over 500 mg/dl. Customer addressed bg with a manual injection. A system check was performed and the occlusion was found to be within the infusion set tubing. However, customer was using fiasp insulin. Tandem technical support educated customer that fiasp insulin was off label. The supplies were changed to address the event.